Manufacturer narrative:
This is an initial event. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available.

Event description:
A customer reported that on (B)(6), 2011 at 8:03am, she obtained a reading of 111 mg/dl that was higher than she felt. At 09:30am the customer reported that she "started to feel pressure in head, confused and had to leave church". At 2:00pm, the customer experienced a loss of consciousness, and the customer's brother called 911. Paramedics arrived and administered intravenous glucose to the customer. The customer refused to be transported to the hospital. No self-treatment was reported. There is no report of death or permanent injury associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing.